Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The reported event of premature release was confirmed while the reported event of fracture tethers was not confirmed. As received, a tri-layer catheter was returned in one piece without a device attached. Visual examination of the catheter did not find any anomalies. X-ray examination found buckled tether wire in transition zone. Dimensional analysis found the aligned offset measured out of specification. The cause of the reported event of premature release was due to buckle tether in the transition zone. No other anomalies were found.